Event description:
Patient reported swollen lymph nodes, side unknown. Additional report of chest heaviness, night sweats, decreased visual acuity, anxiety, depression, weight gain, muscle pain and weakness, joint pain, difficulty sleeping, hormonal imbalances, brain fog, body inflammation, sinusitis, cold hands, cold feet, loose stools, digestive issues, and food sensitivities were deemed not device related. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.